Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient had a cerebral hemorrhage the day after implant surgery. The patient is currently being observed in a intensive care room. There was not a 50% or more reduction in symptoms, with the cause and troubleshooting performed unknown. No further complications are anticipated.